Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical services were dispatched, had visited the emergency room, paramedics were called and had been admitted to the hospital on (B)(6) 2020 due to low blood glucose level and being unresponsive with a blood glucose level of 26 mg/dl. The customer was treated with intravenous sugar. The customer was also given oral sugar but was not responsive. The customer did not allege the insulin pump for over delivery. The customer also experienced episode last night. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).